Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, wear and deformation issues, as a complete circumferential break was noted approximately 7.0 cm from the distal end of the cath-lock that was elliptical in shape. The distal catheter segment was noted to have two circumferential splits approximately 0.9 cm and 1.5 cm from the proximal end. Under microscopic observation, the surfaces of the complete circumferential break on both the proximal and distal catheter segment were noted to be granular in one region and rounded in another. The edges of the complete circumferential break were noted to be jagged in one region and smooth in another on both the proximal and distal catheter segments. Both surfaces on both circumferential splits on the distal catheter segment appeared rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that one year and three months post port placement in the internal jugular vein, the catheter was allegedly broken upon removal of the device. There was no reported patient injury.